Event description:
This report documents clip ((B)(4)): it was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. The patient had a large mitral annulus and extremely dilated left ventricle. The clips were intended to be implanted with a 'zipping strategy' due to the extent of the regurgitant jet. It was intended to implant the clips from medial to lateral until the mr was reduced. The mitraclip system was prepared according the instructions for use (IFU). During preparation of the steerable guiding catheter (sgc 10279305/(B)(4)), the +/- knob was turned twice in both directions approximately 270 degrees. Clip 1 (10215485/(B)(4)) was implanted without issue and the mr grade remained at 4. The second clip delivery system (cds 10211115/(B)(4)) was advanced. After approximately an hour and 45 minutes, it was decided to use a new cds due to a curve in the cds shaft. The cds was not moving straight which made grasping attempts unsuccessful. The cds was retracted and replaced with a new cds (10229825/(B)(4)). After insertion of the new cds, + was added to the sgc to steer inside the left atrium, but the cable of the +/- knob broke. The physician could not steer the tip of the sgc; therefore, clip 2 was deployed without the use of the +/- knob. After clip 2 was implanted, the mr grade was reduced to 3. The sgc was removed and a new sgc was used to continue the procedure. Clip 3 (10229825/(B)(4)) was then implanted lateral of the first 2 clips and the mr grade remained at grade 3. There was an mr jet left between clip 1 and clip 2; therefore, clip 4 (10250125/(B)(4)) was deployed at the mr jet.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Case description continued: clip 4 was difficult to visualization between the previously implanted clips, but was successfully implanted and the mr was reduced to 1-2. The mr grade then increased to 3. The cause of mr increase is unknown, but it is possible the release of tension on the system after deployment was the cause. Clip 5 (10250125/(B)(4)) was then intended to be deployed between clips 4 and 2. When clip 5 was being positioned in the left ventricle, visualization was again difficult due to the previously implanted clips. Clip 5 came into contact with clip 4, and clip 4 detached from the anterior medial leaflet (aml). Several grasping attempts were made, but it was not possible to grasp the severely restricted posterior medial leaflet (pml). Additionally, there was no room to retract clip 5 into the left atrium; therefore, the physician attached clip 5 to the aml only, and discontinued the procedure. The mr grade was reduced to 3 the implantation of 5 clips. No clinically significant delay in the procedure. The patient has been discharged and any further treatment will be conservative. No additional information was provided. Concomitant products: mitraclips: (10215485/(B)(4)), mitraclip system: steerable guiding catheter, lift, support plate, stabilizer. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip devices referenced are were filed under a separate medwatch reports.